Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was "possible infusion inaccuracy". A visual inspection revealed a pump with no damage. The pump was visually inspected and was tested for any signs of function and pressure failure. The delivery accuracy tests found the pump to be out of the published specification of +/- 6%. The pump's expulsor was replaced in order to bring the delivery into more nominal of a range. What caused the reported problem is unknown. Who caused the reported problem is unknown.

Event description:
It was reported that a cadd® cadd®-solis ambulatory infusion pump experienced possible infusion inaccuracy. No know contact or consequence to a patient.